Manufacturer narrative:
B3: unknown event date; no information has been provided to date. E1 - initial reporter phone (B)(6). H3: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer reported problem was duplicated. The pump was found to have a badly worn air detector, it was tested and was found to activate out of specification. After investigation the results indicated a reportable malfunction due to the worn and out of specification air detector. Additionally, the keyboard foil was dented and badly worn, the display glass had small cracks, and the rear case was damaged such that the corners at the top had cracks and breaks. Also, the rear lower label was removed on the side, and it was glued back up, and the tamper seal was missing. No issues were found in the event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The air detector will be replaced.

Event description:
It was reported that there was an incorrect reporting air detector. Per reporter, the pump was obtained from another company's site that deals with therapy in hospitals throughout poland. Per reporter, the pumps were sent in for inspection without specific information and, during review, the, "incorrect reporting air detector," error appeared. Per reporter, they did not receive any reports from a customer regarding this pump before. There was unknown patient involvement.